Manufacturer narrative:
The outcome of the previously reported worsening pad of the right limb approximately 17 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left pta approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left a plantaris approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening gangrene and pad of the left limb approximately 19 months post index procedure is resolved. The outcome of the previously reported necrosis resulting in amputation of the right upper limb approximately 19 months post index procedure is resolved. The investigator assessed the previously reported worsening of pad in the left limb and worsening of pad in the left limb which occurred approximately 24 months post index procedure as not related to the study device or procedure. Outcome is unresolved. The outcome of the previously reported stenosis of the left popliteal approximately 24 months post index procedure is resolved. The outcome of the previously reported occlusion of the left infrapopliteal arteries (ata and a fib) left approximately 24 months po st index procedure is resolved the outcome of the previously reported occlusion of the atp left approximately 26 months post index procedure is unresolved. The outcome of the previously reported acute worsening of pad left approximately 36 months post index procedure is resolved. The patient was treated with non-medtronic pta.

Event description:
Physician used an amphirion deep pta balloon catheter during a revascularization of the left posterior tibial artery. Occlusion of the btk vessels (anterior tibial artery, posterior tibial artery and dorsalis pedis artery) of the left leg was reported to have occurred approximately 8 months later and was treated with a pta. Investigator indicated that the event was not related to the study device / procedure. Outcome of the event is resolved.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).